Event description:
It was reported the device did not meet expected longevity reaching recommended replacement time (rrt) in less than two years. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Product evaluation summary: we did receive performance data collected from the device and have analyzed the data. Battery voltage - batter depletion indicated/eri: time of recommend replacement time (rrt) in save to disk (std) on (B)(4) 2012 device rrt <=2.6251 volt. Concomitant product: 4196 implantable pacing lead: (B)(6) 2011. 4076 implantable pacing lead: (B)(6) 2011. (B)(4).